Event description:
A cartridge change error was reported, and it did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support instructed the customer to inspect and clean the pump's cartridge area and attempt to reload the cartridge. Initial attempts to load the cartridge were unsuccessful, but with assistance, the customer was eventually able to successfully load a new cartridge and resume insulin therapy.